Manufacturer narrative:
(B)(4).

Event description:
It was reported that a system error 3 and high base line error appeared while the intra-aortic balloon pump (iabp) was on testing mode before the therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that a system error 3 and high base line error appeared while the intra-aortic balloon pump (iabp) was on testing mode before the therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of the system error 3 alarm is confirmed. A video was submitted showing the alarm and the field service technician checked the pump, and confirmed burn damage to the m-force assembly. As a result, the m-force assembly was replaced, and the pump was returned to service. A CAPA investigation determined the root cause of the burnt connectors is a combination of the molex connector on the motor driver pcb and the motor driver cable. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.